Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012685664); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012529121); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, loading was performed without any issues and fluoroscopy confirmed proper loading. A pre-implant balloon aortic valvuloplasty was performed due to patient anatomy using an 18 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, an infold was observed with under expansion on the non-coronary cusp (ncc) side of the valve frame. Subsequently, the valve was recaptured and the delivery catheter system (dcs) was pulled to the ascending position resolving the infold. Upon the second deployment attempt, an infold was observed again. Therefore, the valve was recaptured and withdrawn from the patient. Another pre-implant bav was performed using a 20 mm non-medtronic balloon, and a new valve was used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, loading was performed without any issues and fluoroscopy confirmed proper loading. A pre-implant balloon aortic valvuloplasty was performed due to patient anatomy using an 18 millimeter (mm) non-medtronic (inoue) balloon. Upon the first deployment attempt, an infold was observed with under expansion on the non-coronary cusp (ncc) side of the valve frame. Subsequently, the valve was recaptured and the delivery catheter system (dcs) was pulled to the ascending position resolving the infold. Upon the second deployment attempt, an infold was observed again. Therefore, the valve was recaptured and withdrawn from the patient. Another pre-implant bav was performed using a 20 mm non-medtronic (nucleus) balloon, and a new valve was used to successfully complete the procedure. No patient complications were reported as a result of this event. Additional information was received to report the patient's anatomy included annular calcification which contributed to the valve frame expansion issue. A procedural delay occurred as a result of the infold.